Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented for a post procedure device check. Upon x-ray, it was observed the patient's right atrial lead had become dislodged. The lead was repositioned without issue. The patient was in stable condition.